Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-00597. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 reperfusion catheter (ace 68) and penumbra system 3max reperfusion catheter (3max). During the procedure, while attempting to advance an ace 68 into the target vessel, the ace 68 would not track pass the carotid-t into the m1 segment of middle cerebral artery(mca). Therefore, it was removed. The physician then opened and advanced a 3max into the target vessel. While advancing a non-penumbra stent retriever through the 3max, the physician experienced resistance. After pushing the stent to the distal tip of the 3max, the physician attempted to withdraw the 3max and deploy the stent. Upon withdrawal, the distal tip of the 3max stretched and broke. The physician then attempted to use another non-penumbra stent retriever to retrieve the broken piece and remaining clot; however, the retrieval was unsuccessful and the clot was not removed. Therefore, the broken tip of the 3max was left in the patient and the procedure ended at this point. There was no report of an adverse effect to the patient. The physician also stated that there was no negative outcome to the patient.